Event description:
It was reported that the system displayed a control panel error. This error is generated when the system cannot communicate with the c-arm control panels. This error causes the system to immediately shut down. There is no report of injury or death in this complaint.

Manufacturer narrative:
A ge service representative performed an investigation. The reported issue could not be duplicated. The system was tested and found to be working as intended and put back into service.